Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lgm563 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent mastopexy procedure on (B)(6) 2019 and suture was used. At the first point the thread was disassembled from the needle. Another like device was used. There were no adverse patient consequences reported.